Event description:
Alleged "electrical malfunction", low rate, no output, telemetry problem (B)(6) 2011: additional information received from a competitor indicated that there was "no output due to the battery being low." Also noted was possible premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
This product was sold by a distributer and all information pertinent to this event is provided by them. Any information not included in this report was not provided. Evaluation summary : (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
Alleged "electrical malfunction", low rate, no output, telemetry problem